Event description:
The pt was reportedly experiencing soreness and pain when using the device. The pt was prescribed with steroids and antibiotics (type unk). The patient's symptoms did not improve after use of prescribed treatment. Testing showed that the device is functioning. The pt is currently being monitored.